Event description:
It was reported that after having a transcorporal cuff inserted on (B)(6) 2020, the patient is still experiencing some issues with recurring incontinence. Physician stated that he believes there might be air in the system from the previous partial revision surgery. He believes this is the case as the pump does not feel the same as it normally feels when he cycles the device for a patient. The patient underwent a surgical procedure to replace the components of the ams 800 device which were not replaced in the august revision surgery. A new control pressure regulating balloon (prb) was implanted.

Manufacturer narrative:
Field change: b5. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that after having a transcorporal cuff inserted on (B)(6) 2020, the patient is still experiencing some issues with recurring incontinence. Physician stated that he believes there might be air in the system from the previous partial revision surgery. He believes this is the case as the pump does not feel the same as it normally feels when he cycles the device for a patient. The plan is therefore to replace the components of the ams 800 device which were not replaced in the august revision surgery. A new control pump and pressure regulating balloon (prb) will be implanted on (B)(6) 2020.